Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was an emergency room visit on (B)(6) 2017 due to high blood glucose levels. Customer's blood glucose at the time of the incident was 504 mg/dl. Caller reported that the customer has a trace of ketones. Customer was wearing the insulin pump at time of hospitalization. The insulin pump underwent functional testing and passed. Product is not expected to return.